Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent breast reconstruction with a mentor smooth round moderate plus profile 800cc saline prosthesis. The final fill volume of the prosthesis was 780ccs. On (B)(6) 2018 right sided deflation was diagnosed by a physician. As a result, the device was replaced with another mentor smooth round moderate plus profile 800cc saline prosthesis (catalog # 3502800 serial# (B)(4)) on (B)(6) 2018. The replacement was filled to 800ccs, subsequently had 20ccs removed, and ultimately achieved a final fill volume of 780ccs. No procedural complications were noted.

Manufacturer narrative:
The device history record (DHR) for the lot number 6849631 was reviewed on 5/17/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. The failure analysis lab completed the investigation of the returned device on 5/29/2018. Device evaluation summary: it was reported that a (B)(6)-year-old caucasian female underwent breast reconstruction with a mentor smooth round moderate plus profile 800cc saline prosthesis. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.2 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).